Event description:
It was reported that the patient's implantable cardiac monitor (icm) was oversensing post-sensed t wave, resulted in false tachycardia episodes. Programming changes were made. The patient was in stable condition.